Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
(B)(6). Duringa laparoscopic gastrectomy procedure, deviation formed after clipping was caused and bleeding was found.

Manufacturer narrative:
Investigation: no product at hand. According to images sent from the surgeon, it appears that the clip is deformed. Batch history review: the device quality an manufacturing history records have been checked for the available lot numbers, and found to be according to the specification valid at the time of production. Conclusion and root cause: no product is available and therefore and analysis is not possible. No CAPA is necessary.